Event description:
Reporter stated that the customer experienced leakage from a tube during a drainage during pt use. No pt injuries or medical intervention occurred as a result of this event. The product was new. No information was available regarding how long the set had been in place when the problem occurred. The connection was secure at therapy set-up. There was no information regarding whether or not any excess force was put on the connection.

Manufacturer narrative:
This device has not been received for evaluation. Should the device be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.